Event description:
It was reported that the maxzero needleless connector had issues with blood backflow and leakage during use. The following information was provided by the initial reporter, translated from portuguese to english: "I am receiving some complaints of blood return by maxzero, this is increasing. It is occurring in the endoscopy sector".

Manufacturer narrative:
Investigation summary: an mz1000 sample was not available for investigation; however, the customer confirmed that the sample was from lot 21015537. The customer provided some photographs of the affected product, analysis of the photographs indicates that the blood is observed to flow back into the syringe, as well as leaking out of the maxzero. Additional information provided by the customer indicates that propofol was being administered at the time of the blood backflow, and that the customer's experience occurred during disconnection of the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 21015537 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, without the complaint sample there was not enough information to positively link this feedback to a specific failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector had issues with blood backflow and leakage during use. The following information was provided by the initial reporter, translated from portuguese to english: "I am receiving some complaints of blood return by maxzero, this is increasing. It is occurring in the endoscopy sector".